Event description:
Information was received indicating that during use of this smiths medical cadd legacy plus pump, the pump did not infuse the medication. It was reported that the pump read volume infused=102.8 volume and remaining=0 but the medical bag was still full of medication. No patient injury reported.